Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported issue. The customer acknowledged with the fse that there was no issue with the instrument. The customer noted that the surgeon uses an e-100 generator at their other facility, which might explain the difference in the audio tones heard. There were no other complaints against the system. The system was tested and verified as ready for use. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk2324. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it was unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that when attempting to use the vessel sealer extend instrument with the erbe, the instrument did not seal. The system was not online for the logs to be reviewed. The caller confirmed that the issue occurred with the top and bottom bipolar outputs on the erbe. The intuitive tech support engineer (tse) walked the caller through a power cycle of the erbe, with no change. The tse walked the caller through replacement of the vessel sealer extend instrument. The surgeon identified that the seal indicator was highlighted when he attempted to seal, and it appeared that there was energy being delivered to the instrument tip, but the audio tones from the generator were not as expected. The customer proceeded with the case using a ligasure instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.